Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the clinician app software version used at the time of the event was 2.0.1460. The pump memory was logged on (B)(6) 2024. The hcp indicated that the cause of the pump memory was not determined. When asked if any other alarms/events occurred, the hcp stated that they were not in the logs, but in the report there was an alarm/alert occurring at the beginning and current "pump memory error. Infusion settings are not available and are necessary to update the pump. Service code: 234". Actions/interventions taken to resolve the pump memory error and withdrawal symptoms included the hcp calling tech support and the issue was resolved after updating the setting based on the last refill. The hcp stated that the withdrawal symptoms did not completely resolve for ~ 3 weeks, however the patient had covid and was given medications/hospitalized.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the clinician app software version used at the time of the event was 2.0.1460. The pump memory error was logged on 2024-07-02. The cause of the pump memory error was not determined. The hcp stated that this actually happened previously on 2024-01-12. There were no other alarms/events shown in the logs. Actions/interventions taken included reprogramming the pump after inputting setting. The hcp indicated that the issue resolved and the patient did not have any withdrawal symptoms.

Event description:
Information was received from a healthcare provider regarding an implanted infusion pump for intractable spasticity and multiple scl erosis. The pump was used to deliver gablofen (baclofen) 500mcg/ml at 43mcg/day. It was reported that, since 2024-01-05, the patient had withdrawal symptoms, itching, and increased spasticity. The patient was taking oral baclofen. It was later reported that the hcp interrogated the pump and got a "112-pump memory error". Pump logs showed no alarms. It was noted that, on 2024-01-11, a manufacturer representative (rep) updated the clinician application software version to 2.0. Technical services had the hcp go through all fields and update those needed to the prescribed dosing. The hcp was successful.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from a health care provider (hcp). Indicated, that the patient had the same issue happen today ((B)(6) 2024). When they went to do a refill. The hcp said, the infusion settings seemed to be missing, but everything else seemed to be there. The hcp checked the pump logs and there was no memory error in the logs. The pump had not been refilled, since january. So, the hcp stated, that this was the first time, since then when the issue first occurred. The hcp was able to update the pump successfully, after reentering the infusion data (flex).